Event description:
While marking on the skin with a pen, it cut the patient's skin in two places.

Manufacturer narrative:
Eval - method: device not evaluated. Results: no results are available as no eval was performed. Conclusions: inconclusive investigation.